Manufacturer narrative:
System was used for treatment. No kit lot number provided; therefore, batch record review could not be conducted. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for clot observed or occlusion system alarm. The assessment is based on information available at the time of the investigation. The operator did not administered the heparin, hence operator error seems to be the root cause for the clotting. This event has been assessed as reportable as the patient was given one unit of blood due to the aborted treatment. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report system occlusion alarms. Customer noted clots in the plasma bag. Css asked the customer to check that the fluids were spiked appropriately. Customer stated they were. Customer mixed the heparin himself and believes he used 10 thousand units in the 500ml bag of saline. Css advised the customer to abort the treatment. Customer did as advised. Patient was given a unit of blood. Customer was unable to provide additional information due to time constraints. At a follow-up communication, customer indicated that he did not administer the heparin in the saline bag. The customer found the unused heparin vial after the treatment. Patient reported as stable. Customer did not return the kit for investigation.